Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer to restart the pyxis system. Once the system was back online, the customer was able to log in and access the keyboard successfully. The customer confirmed that the drawer opened correctly and the issue was resolved. The tss instructed the customer to monitor the keyboard overnight and to contact support again if the issue resurfaces, so it can be checked remotely. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tee a keyboard malfunction occurred, prevented proper operation. Some keys were unresponsive, impacted the ability to restock medications, with the issue observed while attempted to restock a single medication. However, there were no delays or adverse events or injuries reported based on this event.